Event description:
Boston scientific received info that this right atrial lead exhibited noise and oversensing. Boston scientific technical services discussed myopotential causes as noise occurs with arm movement. No adverse pt effects were reported. The local area sales rep was contacted for add'l info. At this time, no further info is available. Should add'l info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.